Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has heard only a noise and has had no speech perception with the device since (B)(6) 2017. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The recipient has heard only noise and no speech perception with the device since (B)(6) 2017. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
The recipient has heard only noise and no speech perception with the device since (B)(6) 2017. The user has been re-implanted.